Event description:
It was reported the capacitor test failed resulting in a functional test failure. There was reportedly no patient involvement. A philips technician evaluated the device and the reported problem was confirmed. The cause of the reported problem was due to a failure of therapy capacitor. It was determined that this was a malfunction of the capacitor for which the therapy capacitor was requested and replaced. The device remains at the customer site and no further evaluation is warranted at this time.